Event description:
Customer requested a review of event because a chemo infusion on a patient in outpatient hem/onc unit took 5.5 hours instead of 3 hours as expected. Programming: cytarabine 2100 mg in 250 ml normal saline. Concentration: 7.75 mg/ml. Vtbi was 271. Rate was 90.33. Infusion ran until (B)(6) 2011 0130. Although requested, no additional event or patient information provided by the user. There was no patient harm and did not report that any medical intervention was required.

Manufacturer narrative:
(B)(4). The affected devices have received and the investigation is pending. A follow up report will be submitted once the investigation has been completed.